Event description:
It was reported that jaw busted while attempting to transect tissue during a lap sigmoid colectomy.. Procedure completed with another device. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw damaged at the proximal side and the cable was cut off. Due to the returned condition of the device (cable cut off) , no functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.